Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal left circumflex artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 10 atm. The procedure was completed with another of the same device. No patient complications were reported.